Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The company representative stated that surgeon did not place canal properly. The surgeon understood that the canal was not long enough and did not try to lift the flap. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The surgeon lost vacuum two twice during the docking process/before the treatment. Suction ring and patient interface were docked three time onto patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. Multiple docking attempts can also represent a contributing factor for incomplete flaps. Liquid might build up under patient interface additionally thinning the flap. The treatment of the patient's right eye was finished successfully. The planned thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause is user handling. There is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a surgeon was unable to lift the flap which led to incomplete flap in the right eye of a patient during lasik surgery. Surgeon sent the patient home to heal to reevaluate the patient in the future for photo refractive keratectomy .

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).